Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a male patient has a skin irritation underneath the back therapy electrode pads. The irritation is the size of the pads, is red but has no open sores or oozing. Follow-up indicated that the patient's physician recommended a cream. The patient applied the cream and the rash was improving.